Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for intractable spasticity. It was reported that while trying to communicate with handset/communicator to put ins into MRI mode a message was seen: " power on reset detected-por has occurred. Please check the device battery level. Therapy has been turned off". The patient indicated that they last charged ins on monday ((B)(6) 2021) and confirmed battery level today was at 30%. It was unknown when this message originated or when ins was depleted. The patient stated therapy was good and they were "peeing" fine. The ins battery was charged and functioning per patient at the time of the call. MRI mode activation assistance was provided to the MRI tech. The caller was able to get ins into MRI mode and confirmed that the battery was at 30% and the patient was full body eligible. There were no patient complications reported as a result of this event.